Event description:
It was reported that by the doctor, that the patient has persistent bilateral visual disturbances leading to incapacitation at various times, mainly noted while driving. Lens glistenings were noted on slit lamp examination and symptoms could be induced by shining light through the lens. Further information notes that patient complains of a visual disturbance in both eyes equally. Patient describes the disturbance as "a bunch of circular globes, one is always dead center" in the central portion of her visual field. Patient states that this is quite bothersome to her and seems to be worse when in the sunshine and in light in general. This has been occurring for more than a year. This disturbance has occurred multiple times and lasts for an uncertain period of time. This appears to be fairly stable since the onset. This affects her ability to drive safely. She denies dizziness, headache, nausea, numbness, tingling and weakness. Patient states she has had these visual disturbances since cataract surgery. They only happen when she is wearing any glasses, sun or clear. She has seen other doctors in the past for this problem. It seems to happen when light is shined at certain angles. No treatment is scheduled at this time. No further information was provided. A second MDR will be filed for the intraocular lens implanted in the patient's other eye.

Manufacturer narrative:
Reason for non evaluation: to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.